Event description:
Customer reported a photoactivation blood leak. Complainant: same as reporter. Customer called to report recurrent blood pump errors during collect 3rd cycle. Customer had given saline bolus: saline bag empty alarm occurred, bolus was possible without issues. Customer replaced saline bag. Customer rebooted system, resumed treatment: blood pump error reoccurred. No access issues. No signs of clotting visible. Customer stated that treatment bag was empty, even though 2 buffy coats had been collected. Cts advised the customer that treatment should be aborted. Customer aborted the treatment, no fluids returned to patient. Customer then realized that photoactivation plate was leaking. Customer could not determine where fluids were leaking from exactly. Customer returned smart card for investigation.

Manufacturer narrative:
A review of lot file z915 was performed. There were no nonconformities or alarms associated with this lot. This lot met all release requirements. A review of complaints received for lot z915 was performed. There was (B)(4) other complaint for a photoactivation leak reported to date for this lot. No trends were detected. This assessment is based on the information available at the time of the investigation. The data key was received and analyzed. The kit was not received for inspection. Based on the investigation for this complaint, no remedial action ws taken. Without the kit to examine, a positive assessment of root cause cannot be made. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4). Refer to CAPA# (B)(4).